Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high, system impedance measurements measuring, 135 ohms. Technical services discussed elevated shock lead impedance potential issues and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this system was explanted and replaced successfully. The physician suspected that the lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high, system impedance measurements measuring, 135 ohms. Technical services discussed elevated shock lead impedance potential issues and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this system was explanted and replaced successfully. The physician suspected that the lead was fractured. No additional adverse patient effects were reported.